Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6), 2026. The infusion set did not adhere due to unknown peeling off. No further information available.